Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image was oval on the camera head. There was no reports of patient harm.